Manufacturer narrative:
(B)(4). It was reported the device was used in a moderately calcified right common femoral artery. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that prior to an interventional procedure, preclose placement of the sutures was attempted in the moderately calcified right common femoral artery using a proglide device. The arteriotomy was 6f. Reportedly, a cuff miss occurred. A second proglide device was used with the same result. The sutures of two additional proglide devices were successfully set up using the preclose technique. The sheath was upsized to 12f. The interventional procedure was completed and the pre-placed sutures of the two additional proglide devices achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.